Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. It is unknown if the device was not placed into surgery mode. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.